Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, only the distal segment of the lead was returned for evaluation. Three internal insulation abrasions breaching ring electrode and right ventricular were revealed on the distal segment of the lead. Other damages found were consistent with procedural damage. Electrical tests that could be performed on the lead segment revealed no discontinuities or shorts on any conduction paths.

Event description:
During a follow-up, a chest x-ray was performed and it was noted that there were externalized conductors on the right ventricular (rv) lead. The rv lead was explanted. Further information was requested but was not available. The patient was stable and did not experience any adverse consequences.